Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. The implantable cardioverter defibrillator was noted to be in back-up. It was further noted that the patient had a MRI the day before. The device was reprogramming. The patient was stable.